Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via an implanted pump. The indication was for back/leg pain and non-malignant pain. It was reported that there something was coming out of her incision and the physician said, it might have been a gear or the pump. The patient stated that last friday, they had to go in and clean the wound and put in a new pain pump. The agent asked what would cause a gear to come out of the pump and the patient stated that they were so upset and crying when they took her down to surgery again. The patient was not happy, and it hurt worse the second time than the first time. They had to clean out the wound, open it all the way up and all that stuff because it hurt major. The patient mentioned that they were crying a whole lot, and it was hurting bad. The patient also mentioned that they had a friend of hers put bandages over it because it was draining through her clothes and down her couch cushions like a draining mist. The night before they were going back in to see a physician last friday and they were changing the bandage for her again. The patient could see what was sticking out. The patient is going back to the physician tomorrow so they can pull out the drains or take the drains out and clean it again. The patient mentioned a vacuum that helps close the wound and mentioned the lights on their turning different colors. The patient stated that the spinal fluid was leaking in and had some cep which someone told her. The patient questioned whether there was another pain pump to put in. The physician increased the pain medicine by 40% but the patient still has not noticed a great deal of pain relief. The patient was redirected to their healthcare provider to further address the issue. The patient tried to get the bolus machine to work, and she found out it just was not charged and that all that had to be done. The agent went through the equipment, but the patient¿s samsung handset needed to be charged. The patient stated that it seemed it was not charging correctly. During phone call, the agent walked patient through samsung and showing 0 perc ent. The patient was charging the handset during the call on the wall. The patient mentioned that last friday, the equipment may defective but was not sure. The patient will charge and bring equipment to their appointment tomorrow to get help with their issue. The agent made outbound call to gather the serial number for the equipment, but the patient did not have equipment with them during the time of the call. Additional information was received from a consumer (con) stated that the pump implanted on (B)(6) 2024. Was defective and did not work that is why she was implanted a new pump on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.